Event description:
It was reported that a clear link buretrol solution set cracked while filling with an unknown solution. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Baxter received one sample for evaluation. Visual inspection confirmed the reported condition of the crack in the chamber burette. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If any additional relevant information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). The cause of the crack was determined to squeezing of the burette chamber by the user. The burette chamber is not intended to be squeezed but to measure the amount of fluid to be delivered to the patient. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.